Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the report of "(B)(6) 2020". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "sensor ended" message after 11 days of wearing the freestyle libre sensor. Customer was unable to monitor glucose levels and experienced feeling bad, so he self-presented to a hospital where he was diagnosed with diabetic ketoacidosis, admitted to intensive care unit (ICU), and treated with insulin via intravenous infusion. Customer reported his glucose levels were "too high" and reported a laboratory reading of 16.8 mmol/l (302 mg/dl) that was obtained prior to leaving the hospital. There was no report of death or permanent injury associated with this event.